Event description:
The pt stated he tried setting up cycler when he noticed fluid coming down the lines from the cassette area. There is no sample, no report of pt ill effect.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no product returned for investigation. Conclusion: the reported complaint is unconfirmed. Will monitor through trending programs and escalate as required by complaint management and CAPA process.